Event description:
The patient was revised because of pain with loosening of the patella and slight wear of the insert.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.